Event description:
Anesthesiologist was placing the epidural for the patient at bedside when the epidural catheter broke, leaving 5.5-6 cm of the catheter in the patient's epidural space. Anesthesiologist covered the insertion site with a gauze. He consulted with other anesthesiologists and neurosurgery. A spinal block was performed. Patient was advised that neurosurgery would be consulting with her during her hospital stay. Patient remained stable. Lower lumbar x-ray was taken. Epidural catheter was not visualized. After evaluation by neurosurgery, no interventions recommended at this time. The patient will be followed up later this month to discuss necessity of a CT scan for actual visualization. Neurosurgery only recommends this should she wish to proceed with having it removed.